Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bupivacaine anesthesia in 2 bd¿ whitacre spinal trays was ineffective during use. The following information was provided by the initial reporter: "there have been 2 reports of the ¿bupivacaine hcl 0.75% with dextrose 8.25%¿ contained in the tray, not being effective."

Manufacturer narrative:
H6: investigation summary: one tray was received by our quality team for evaluation. There was nothing visually to indicate the marcaine was ineffective. A device history record review found no non-conformances associated with this issue during production of this batch. Retain samples were also tested and testing of the retain samples of the reported products met specifications during the investigation. The incident could not be verified as a manufacturing related issues. In-process and batch release test results per product specifications for every batch prior to disposition are performed and verified. H3 other text : see h10.

Event description:
It was reported that the bupivacaine anesthesia in 2 bd¿ whitacre spinal trays was ineffective during use. The following information was provided by the initial reporter: "there have been 2 reports of the ¿bupivacaine hcl 0.75% with dextrose 8.25%¿ contained in the tray, not being effective."